Event description:
The customer reported that insulin leaked into the reservoir compartment. The customer stated that he tossed out the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.